Event description:
It was reported that cartridge was damaged at cartridge canister and issue occurred one time, and damaged cartridge was not loaded onto pump or used for insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge, successfully resumed insulin therapy, and cartridge replacement was arranged by technical support via return authorization with customer understanding the plan.